Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the product is not being returned, it has been discarded. A lot number was supplied which indicates the device is several years old. We cannot determine what caused the user to experience the reported event. One possible reason is the device is 3.5 years old and could be considered fair wear & tear due to age and use. No corrective action is required and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales representative reported that the tip that connects to the drill simply broke when the surgeon was drilling through the guide. The sales representative confirmed the drill bit broke at the proximal end where the shaft enters the handle and nothing fell inside the patient. The surgeon completed the procedure with another like device. The sales representative reported that there were no patient consequences or delay.